Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that twave oversensing was observed. The device was reprogrammed and resolved the twave oversensing. There were no patient complications before or after the changes were made. It was noted that the physician does not claim this is a device failure. The device remains implanted.